Event description:
It was reported that, during a routine incoming inspection of the loaner set, it was observed that the 3.5mm universal drill guide was broken. No patient involvement. This report is for one (1) 3.5mm universal drill guide. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Reporter is a j&j employee. The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot - part: 323.36, lot: 823320, manufacturing site: (B)(4), supplier: n/a, release to warehouse date: 21 january 2013, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.